Event description:
According to the reporter, during a procedure, the device was difficult to toggle. The stitch wouldn't stay positioned where it was supposed to and it kept falling out.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Device had bent blades. The instrument was found to not function properly as needle disengaged during toggling through test media. Difficulty was experienced in loading, unloading or toggling the needle in the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product (excessive manipulation) which would have caused or contributed to the reported incident. A relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. A review of the current complaint data reveals that this excessive manipulation was identified as a trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.